Event description:
It was reported a pump has a sys error 322. The customer stated there was no pt injury.

Manufacturer narrative:
(B)(4). The device was rec'd and an evaluation was performed. The unit was tested for 24 hrs with no occurrence of 322. Review of the history log confirms the reported symptom. Evaluation has led to the determination that the upper and lower auxiliaries were failing. The upper and lower auxilliary assemblies will be replaced.